Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the dermatome needs repair for not starting up. The motor speed was found to be unstable at product evaluation investigation. No adverse events were reported as a result of this malfunction.